Event description:
A patient reported through the (B)(6) that a spark occurred when the device was plugged into an adapter. Evaluation summary: both returned devices and adapter had been evaluated and no defects were found. Both devices were found to be working within specifications and no abnormal voltage reading observed. Power adapter voltage was nominal and within specifications. The device history records were reviewed and no evidence was found to indicate non-conformance to the manufacturing and/or design specifications. No conclusion can be made at this time. The most likely cause of the event may have been an electric static discharge event unrelated to quality issues with the devices or adapter. Device manufacture date: 08/2009. (B)(6).